Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Patient reported experiencing shape disfiguration and pain in breast for three years. Physician diagnosed capsular contracture baker grade IV. Device remains implanted. Affected side is right.